Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was visually inspected. The surface of the lens showed fibers and particles which indicate that the unit was handled and opened in non-sterile environment. No other defect was observed on lens. Manufacturing records were reviewed and the lens was manufactured according to specification. Miq (measuring iol quality) inspection results were also evaluated and the result for the lens was according to the specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted on (B)(6) 2015, due to a ''malfunctioning iol'', a refractive error. No further information was provided.